Manufacturer narrative:
Patient went to physician with infection at the incision site of the implanted stimulator at the superior cluneal nerves. Physician prescribes antibiotics for the patient, and does not believe that an explant of the leads will necessary.

Event description:
Patient presented with infection at the incision site.